Event description:
As reported from the early tavr clinical study, the 2-year follow up transthoracic echocardiogram showed severe aortic stenosis with a mean gradient of 68mmhg in a 26mm sapien 3 ultra valve. The patient underwent study valve explant and surgical aortic valve replacement with a 25mm inspiris resilia valve. The sapien 3 ultra valve failure was due to degeneration. Th e patient was discharged home on post operative day 5.

Manufacturer narrative:
The device was not returned for evaluation. The complaint for valve degeneration was confirmed based on the medical record. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of instruction for use and training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. Per the instructions for use (IFU), structural valve degeneration (svd) is a potential risk associated with bioprosthetic heart valves. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet retraction or thickened leaflet. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. In this case, the patient has a medical history of hyperlipidemia, which is a well-known factor that increases the risk of valve calcification leading to early valve degeneration. As such, available information suggests that patient factors (hyperlipidemia) may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Updated section b5 and h6- clinical code. Investigation is ongoing.

Event description:
As reported from the early tavr clinical study, the 2-year follow up transthoracic echocardiogram showed severe aortic stenosis with a mean gradient of 68mmhg in a 26mm sapien 3 ultra valve. The patient underwent study valve explant and surgical aortic valve replacement with a 25mm inspiris resilia valve. The sapien 3 ultra valve failure was due to degeneration/calcification. The patient was discharged home on post operative day 5.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from the early tavr clinical study, the 2 year follow up transthoracic echocardiogram showed severe aortic stenosis with a mean gradient of 68mmhg in a 26mm sapien 3 ultra valve. The patient underwent study valve explant and surgical aortic valve replacement with a 25mm inspiris resilia valve. The sapien 3 ultra valve failure was likely caused by a combination of valve thrombosis and degeneration. The patient was discharged home on post operative day 5.